Manufacturer narrative:
Follow up identified that this product should not have been reported in the initial report due to findings that there were no alleged deficiencies with the product.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostic testing revealed high impedance on 3 contacts of the lead located at l3. Reprogramming was unable to resolve the issue. As a result, surgical intervention may occur later to address the issue.